Manufacturer narrative:
Concomitant products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37791, product type: recharger antenna.   Analysis of the recharger (B)(4) found nonconformances consistent with the allegations.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient's desktop charger connector pin was bent and his recharger antenna cord was frayed. The patient stated he has not been able to charge and his stim has stopped. Patient was implanted for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.